Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads, in the hp3 filter, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 11-jan-2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a hospital registered nurse (rn) encountered a fluid leak within the liberty select cycler's cassette compartment when removing the cassette from the cycler. There was not reported alarm from the cycler. The liberty select cycler belongs to the hospital. It is unknown exactly when the leak occurred and what patient was using it at the time of the event. The rn reported the leak must have occurred between (B)(6) 2020. The source of the leak is unknown. It was reported that there was fluid within the cycler. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The cycler set information was unavailable. There was no reported adverse event, injuries, nor medical intervention attributed to the event. Additional information was requested, however, to date no response has been received.